Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported an asymptomatic patient presented to the emergency room after feeling a patient notifier. Upon interrogation, increased impedance and noise was found on the right ventricular lead, but no high voltage therapy had been delivered. The device was reprogrammed to disable defibrillation therapy. The lead was capped and replaced on (B)(6) 2018.